Manufacturer narrative:
Additional information received indicating an issue was observed during the evaluation at the manufacturer's repair center related to the active exhalation control module. The o-rings were reseated under the active exhalation control module to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.